Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also missing display lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump fell on the floor causing physical damage of insulin pump. It was reported that there were cracks on different parts of insulin pump. Customer's blood glucose was not provided. Insulin pump would be replaced.